Manufacturer narrative:
(B)(4). The device was returned for analysis; however, the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of the posterior communicating artery aneurysm, a g2 complex coil (641cx0306/p10285) became stuck in the sl 10 microcatheter, and when removed, the coil was stretched. The g2 was removed from the microcatheter without loss of target position. A continuous flush had been maintained through the microcatheter, and the microcatheter did not appear damaged. The coil did not prematurely detach during removal, and the event did not result in patient injury or clinically significant delay in procedure. The device was returned for analysis.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during coil embolization of the posterior communicating artery aneurysm, a g2 complex coil (641cx0306/p10285) became stuck in the sl 10 microcatheter, and when removed, the coil was stretched. The g2 was removed from the microcatheter without loss of target position. A continuous flush had been maintained through the microcatheter, and the microcatheter did not appear damaged. The coil did not prematurely detach during removal, and the event did not result in patient injury or clinically significant delay in procedure. The device was returned for analysis. The device was returned for analysis. The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. Located 6.0 centimeters off the distal tip of the resheathing tool, the device positioning unit (dpu) protrudes through the sheath. Located at 61.0 centimeters off the distal tip of the green introducer, the dpu protrudes for 2.0 centimeters outside the sheath. Located at the distal tip of the skive the stretched and severed coil protrudes through the sheath. The distal section of the coil is protruding through the distal tip of the green introducer and is stretched. All protrusions were generated from the inside of the sheath. In all three protrusion sites there is no mechanical sheath damage that resulted in an opened skive. The proximal section of the coil was still attached to the dpu via the detachment fiber. The coil was unraveled out of the soldered section. The circumstances of how and when the coil was severed cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. The circumstances of how and when all the unreported damage occurred cannot be determined especially the protrusion sites and the severing of the coil. Due to the severe damage found to the coil and without the return of the microcatheter no duplication of the field complaint was possible. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event of the coil being stuck inside the microcatheter could not be confirmed; however, the coil being stretched was confirmed. Without the return of the microcatheter and due to the severe and complete stretching damage found to the coil, the root cause of the coil being stuck inside the microcatheter could not be determined, however the evidence as received highly suggests that the most likely contributing factor to the coils inability to be advanced in the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the dpu and coil to protrude outside the sheath in multiple sections and may have caused a portion of the coil damage found. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The circumstances of how and when the coil was stretched cannot be determined, therefore the root cause of the coil stretching also cannot be determined; however the most likely contributing factor to the coil stretching may have been due to the coil being temporarily anchored during the removal of the coil from the microcatheter. The circumstances of how and where the coil was anchored cannot be determined. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken.